Event description:
It was reported to philips that the system could not start up normally. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was postponed, and the patient was moved to another room. The customer suspected that the bios battery was flat, however the issue was eventually resolved after several restarts. The customer did not ask philips for evaluation service; therefore no additional investigation or corrective action was possible or has been provided by philips. There was no additional information received regarding root cause and resolution. The codes were updated based on the investigation outcome. Device problem code was corrected. The 510k, catalog item identifier, serial number and the manufacture date have been updated.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was postponed, and the patient was moved to another room. The customer suspected that the bios battery was flat, however the issue was eventually resolved after several restarts. The customer did not ask philips for evaluation service; therefore, no additional investigation or corrective action was possible or has been provided by philips. There was no additional information received regarding root cause and resolution. The codes were updated based on the investigation outcome. Device problem code was corrected.